Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an insulin leakage noted onto the adhesive at the infusion site. The event occurred during infusion to the patient and there was no patient harm reported.